Event description:
A patient reported to rxsight that their light adjustable lens+ (lal+, sn (B)(6), +21.50d) was explanted after they stated they could not see after surgery. Patient was concerned they had a retinal detachment. The surgeon was able to successfully explant the lens. The patient reported they still could not see after the explant.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).